Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and did not clear. Ultimately, the customer re-loaded the existing cartridge and the alarm cleared and insulin delivery was resumed. The customer's blood glucose level was 145 mg/dl.